Event description:
It was reported that during surgery the mesher malfunctioned with roller no. 4. There was no harm reported. A 0 to 15 minute extension of surgery occurred to prepare an alternate device to complete the procedure. No additional skin graft was required. Due diligence is complete. No additional information is available. At product evaluation investigation the cutter failed the test cut. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: france. The investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the cutter failed the test cut. The cutter was returned unrepaired and will need replacement. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.